Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ not provided. Date of event: unknown, not provided. Implant date (2021 reports): if implanted, give date: unknown, not provided. Explant date (2021 reports): if explanted, give date: not applicable, there is no indication the lens was explanted. (B)(6). The intraocular lens (iol) remains implanted; therefore, a failure analysis of the complaint device cannot be completed. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Surgeon reported that he performed the correct procedure for intraocular lens (iol) insertion, but the injector was adhering and he had to use more force. He noticed that at the edge [border] of the iol there is a little tear or scratch that he does not think will harm the patient¿s vision (lens implanted in the patient). He has not noticed anything abnormal in the vision so far. No further information provided.

Manufacturer narrative:
Corrected data: upon further review, it was discovered, that in the initial MDR rationale for the blank and unknown fields in section d4 and section h4 was not provided in section h10 manufacturer narrative. The rationale is being provided in this supplemental report. Section d4: catalog number: unknown, as the serial number was not provided. Serial number: unknown, not provided. Expiration date: unknown, as the serial number was not provided. Unique identifier (UDI) number: unknown, as the serial number was not provided. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.